Event description:
It was reported the hp052 was used during an unknown procedure. It was reported the hp052 causes lock-out when used with the lcsk5 devices. An hp051 was used and it worked fine. There was no consequence to the pt. There were (2) hp052 devices involved.